Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, noise and intermittent loss of capture (loc) resulting in pacing inhibition. It was reported that during a routine in-clinic follow up ten months ago, the lead safety switch (lss) feature had been activated due to high pacing impedance measurements and that the lead had been programmed to bipolar configuration at that time. Subsequently, the patient experienced a syncopal episode of unknown cause. Fluoroscopic imaging revealed insulation damage and a lead fracture. An invasive procedure was performed. The lead was surgically abandoned and replaced. This pacemaker remains implanted and in service. No additional adverse patient effects were reported.